Manufacturer narrative:
(B)(4). This is an analysis for a set of images and video submitted to ethicon endo surgery for evaluation. Image ((B)(6)):the images provided by the customer show the jaw closure slot broken. Image ((B)(6)): the image provided by the customer show the remaining broken piece from the jaw closure slot. Image ((B)(6)): the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the clamp arm interface shows one side of the jaw closure slot broken. Video (broken hinge): the video provide by the customer shows an enseal device. During the video the jaw did not close fully when the trigger was latched. No conclusion could be reached as to how this issue occurred through photo and video analysis. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with the upper jaw broken at the closure slot. Not all pieces were returned with the device. However, according with the reported event piece was found in the sterile field. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: v95p39. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image (photo (B)(6) and photo (B)(6)):the images provided by the customer show the jaw slot broken. Image ((B)(6)): the image provided by the customer show the remaining broken piece from the jaw slot. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Event description:
It was reported that during a laparoscopic hepatectomy the jaws of the enseal x1 (nslx137c) cannot fully close while fully pressed the closing handle during the lap liver resection. It happened when dr was dissecting the retroperitoneal lesion via a open wound. The scrubbing nurse noticed that the hinge is broken and detached, later found the missing part of the hinge on sterile field. No parts of the instrument left inside the patient cavity. The procedure was completed successfully. There were no patient consequences.